Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ indicating a reported error regarding an ECG fault. Available details indicate that the device experienced a reported error about an ECG fault, but upon performing a self-check, the device returned to normal functionality. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed. The resolution involved the device returning to normal functionality after performing a self-check without requiring any ordered parts or provided workarounds. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited a ECG failure. There was no reported patient involvement.